Event description:
It was reported that there was gap in the connection between the transfer set and the titanium adapter. The gap was approximately from 0.1 to 0.15cm and there was no allegation against the titanium adapter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.